Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient complained of pain. According to the patient, the pain started after the implant of a pacemaker and two leads. The physician programmed the device off but the patient was still symptomatic. The patient wanted the device explanted. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-09188. Related manufacturer reference number: 2017865-2020-09189.